Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation; however, performance data has been collected from the device and was have analyzed the data. S2d review: high resistance/impedance: patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:02. Weekly pace lead impedance trend data show various spike increases for max a pace = 648 tp 3040 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had spikes in impedance, which had increased to high levels. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.